Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspection confirmed a fractured 110mm from the is-1 pin which is immediately distal to the yoke. A breach and abrasion to the outer insulation was observed in the region of the fracture. Laboratory analysis concluded that the fracture could have contributed to the clinical observation.

Event description:
Boston scientific received information that high out of range impedances were noted on this right ventricular (rv) lead. It was also noted that oversensing contributed to inappropriate shock. This lead was explanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon detailed analysis this event will be updated.